Manufacturer narrative:
The customer reported that during an asystole event, they did not receive any audio or visual alarms on the monitor but they found the alarm recorded in alarm review. The available information shows that the patient had previously experienced a brady alarm prior to the asystole event. Philips has not yet determined if the users had already acknowledged the alarm. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that during an asystole event, they did not receive any audio or visual alarms on the monitors.